Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and critical pump error. Customer's blood glucose value was in the range of 500mg/dl. Customer put 30 units. Customer stated that she was running high because the pump was not delivering insulin. Insulin pump will not be returned for analysis.